Event description:
Report of a pt receiving a bolus dose of meperidine while the nurse was attempting to flush the pt's IV access site. A gravity lactated ringer's infusion was connected to the keep vein open side of the set and meperidine 10mg/ml was on the pca side. The pump was set in the pca only mode. The customer report source states that they were having difficulty getting flow through the keep vein open side of the set. The gravity set would flow freely when detached from the pca set, however, when it was connected it would not flow. The nurse placed a stopcock distal to the set at the IV access site. She turned the stopcock off to the pt and pulled up approx 7.5 to 10 ml of fluid without clamping the meperidine pca line. She then administered the solution to the pt to flush the line. The pt experienced respiratory sedation that required an unspecified reversal agent and frequent stimulation. The pt recoved without any adverse sequelae. The nurse observed that there was approx 75mg to 100mg gone from the meperidine vial. She had expected the fluid she aspirated to come from the keep vein open line. The customer did not wish to provide any further event info.